Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/physical pain"), sarcoidosis ("sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones in 1996, umbilical hernia, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome and uterine leiomyoma. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache") and anxiety ("emotional anguish"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), vaginal infection ("chronic vaginal infections"), rash ("rashes"), pruritus ("itching/ patchy spots that itch"), weight decreased ("weight loss"), vision blurred ("blurry vision"), vitreous floaters ("floaters"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and pain ("physical pain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"). The patient was treated with prednisone, mometasone furoate (asmanex) and surgery (total hysterectomy; left salpingo-oopherectomy; right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache and anxiety outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes concerning the injuries reported in this case, the following one was described in patient¿s medical records dyspareunia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her historical/concurrent condition was added. Per pfs: event: emotional anguish and uterine endometriosis was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/physical pain"), sarcoidosis ("sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 1996, umbilical hernia, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome, appendix disorder nos, gallbladder operation, polycystic ovary, uterine leiomyoma, parity 1, cholecystectomy, appendectomy, foot surgery, umbilical hernia repair, fitz-hugh-curtis syndrome, bronchitis, gerd, rhinitis, chronic cervicitis, sarcoidosis, nausea, vomiting, abnormal sensation in eye, myopia and astigmatism. Previously administered products included for an unreported indication: toradol, lortab and valium. Concurrent conditions included obesity, uterine leiomyoma, endometrioma, gravida I, ovarian mass, breast lump, uterine enlargement, menses irregular with excessive bleeding and abdominal pain. Concomitant products included ibuprofen and intrauterine contraceptive device (paragard). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"), 3 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2011, the patient experienced anxiety ("emotional anguish"). In 2011, the patient experienced vaginal infection ("chronic vaginal infections") and pain ("physical pain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision") and vitreous floaters ("floaters"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), rash ("rashes"), pruritus ("itching/ patchy spots that itch"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with mometasone furoate (asmanex), prednisone and surgery (total hysterectomy; left salpingo-oopherectomy; right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and pain was resolving, the sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache and anxiety outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes; on (B)(6) 2011: satisfactory position of the essure devices. The fallopian tubes are occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis, pelvic adhesions, back pain, blurred vision, floaters, headaches most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Lot no updated. Outcome of event: pain were updated. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/physical pain"), sarcoidosis ("sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones in 1996, umbilical hernia, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome and uterine leiomyoma. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache") and anxiety ("emotional anguish"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), vaginal infection ("chronic vaginal infections"), rash ("rashes"), pruritus ("itching/ patchy spots that itch"), weight decreased ("weight loss"), vision blurred ("blurry vision"), vitreous floaters ("floaters"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and pain ("physical pain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"). The patient was treated with prednisone, mometasone furoate (asmanex) and surgery (total hysterectomy; left salpingo-oopherectomy; right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache and anxiety outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/physical pain"), sarcoidosis ("sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 1996, umbilical hernia, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome, appendix disorder nos, gallbladder operation, polycystic ovary, uterine leiomyoma, parity 1, cholecystectomy, appendectomy, foot surgery, umbilical hernia repair, fitz-hugh-curtis syndrome, bronchitis, gerd, rhinitis, chronic cervicitis, sarcoidosis, nausea, vomiting, abnormal sensation in eye, myopia and astigmatism. Previously administered products included for an unreported indication: toradol, lortab and valium. Concurrent conditions included obesity, uterine leiomyoma, endometrioma, gravida I, ovarian mass, breast lump, uterine enlargement, menses irregular with excessive bleeding, abdominal pain, dysphagia and cough. Concomitant products included ibuprofen and intrauterine contraceptive device (paragard). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient was found to have weight decreased ("weight loss"), 3 days after insertion of essure. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6)2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2011, the patient experienced anxiety ("emotional anguish"). In 2011, the patient experienced vaginal infection ("chronic vaginal infections") and pain ("physical pain"). On (B)(6)2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6)2013, the patient experienced vision blurred ("blurry vision") and vitreous floaters ("floaters"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6)2014, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6)2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), rash ("rashes"), pruritus ("itching/ patchy spots that itch"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with mometasone furoate (asmanex), prednisone and surgery (total hysterectomy; left salpingo-oopherectomy; right salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, arthralgia and pain was resolving, the sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache and anxiety outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: full occlusion of fallopian tubes; on (B)(6)2011: satisfactory position of the essure devices. The fallopian tubes are occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis, pelvic adhesions, back pain, blurred vision, floaters, headaches. Lot number: 794895, man date: 2010-10, exp date: 2013-10. Lot number: 794896, man date: 2010-10, exp date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), sarcoidosis ("sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), adenomyosis ("uterine endometriosis"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching/ patchy spots that itch"), weight decreased ("weight loss"), vision blurred ("blurry vision"), vitreous floaters ("floaters"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with prednisone, mometasone furoate (asmanex) and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy; left salpingo-oopherectomy; right sa). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, demographic added, lot number received, events added are as follows- vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, autoimmune disorder, migraine, headache., treatment drug added, concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / other injury(ies) or complication please describe: physical pain/pelvic pain,pelvis'), sarcoidosis ('autoimmune disorder - type of disorder: sarcoidosis') and autoimmune disorder ('autoimmune disorder') in a 36-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2004, appendectomy in 2004, kidney stones in 1996, umbilical hernia in 1996, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome, appendix disorder nos, gallbladder operation, polycystic ovary, uterine leiomyoma, parity 1, foot surgery, umbilical hernia repair, fitz-hugh-curtis syndrome, bronchitis, gerd, rhinitis, chronic cervicitis, nausea, vomiting, abnormal sensation in eye, myopia, astigmatism, dyspnea, pain ankle, hiatal hernia repair, lymphadenopathy, uti, breast neoplasm female and rash on face. Previously administered products included for an unreported indication: toradol, lortab and valium. Concurrent conditions included obesity, uterine leiomyoma, endometrioma, gravida I, ovarian mass, breast lump, uterine enlargement, menses irregular with excessive bleeding, abdominal pain, dysphagia, cough, insomnia, palpitation, enlargement of lymph nodes, lymphadenopathy, benign ovarian cyst, sarcoidosis, sore throat, vomiting, nausea, lower abdominal pain, urination pain, urinary retention, urinary frequency, hesitancy, epigastric pain, hiatal hernia, gastroesophageal reflux disease, malaise, insomnia, back pain, bronchitis and depression. Concomitant products included amoxicillin since (B)(6) 2014, azithromycin since (B)(6) 2016, budesonide (pulmicort), carisoprodol since (B)(6) 2016, cefalexin (cephalexin), cetirizine hydrochloride (cetrizine) from (B)(6) 2014 to (B)(6) 2014, citalopram, cyclobenzaprine since (B)(6) 2014, dexamethasone, diazepam, doxycycline hyclate, hydrocodone since 2016, ibuprofen since 2015, intrauterine contraceptive device (paragard), ketorolac tromethamine (toradol), levofloxacin since (B)(6) 2014, loratadine since (B)(6) 2015, meloxicam (mobic), meloxicam since (B)(6) 2014, naproxen since (B)(6) 2014, omeprazole from (B)(6) 2014 to (B)(6) 2015, orphenadrine citrate, phenoxymethylpenicillin potassium (penicillin vk) since (B)(6) 2016, salbutamol and tramadol from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced anxiety ("emotional anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse,dyspareunia"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2011, the patient experienced vaginal infection ("infection (bladder / urinary tract / vaginal)- type: chronic vaginal infections") and pain ("physical pain"). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions - type: rashes") and pruritus ("rashes or skin conditions - type: itching/ patchy spots that itch"). In 2013, the patient experienced dyspnoea ("shortness of breath") and cough ("chronic cough"). On (B)(6) 2013, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision / vision/eye problems type: blurry vision") and vitreous floaters ("floaters / vision/eye problems type: floaters "). In 2014, the patient experienced abdominal pain ("abdominal pain/abdominal pain right side") and lymphadenopathy ("adenopathy"). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2016, the patient experienced abdominal mass ("abdominoplvic mass") and pelvic mass ("abdominoplvic mass"). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with mometasone furoate (asmanex), prednisone and surgery (total hysterectomy; left salpingo-oopherectomy; right bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia and pain was resolving, the sarcoidosis, autoimmune disorder, dysmenorrhoea, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache, anxiety, dyspnoea, cough, abdominal pain, lymphadenopathy, abdominal mass and pelvic mass outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal mass, abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, cough, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, lymphadenopathy, menorrhagia, migraine, pain, pelvic mass, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Current weight 193 lbs. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - in 2014: to determine cause of sob and cough. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes; on (B)(6) 2011: satisfactory position of the essure devices. The fallopian tubes are occluded.; on (B)(6) 2011: total bilateral occlusion. X-ray - in 2014: to determine cause of sob and cough. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis, pelvic adhesions, back pain, blurred vision, floaters, headaches, fatigue, weight loss, weight gain, sarcoidosis, abdominal pain, migraines lot number: 794895 man date: 2010-10 exp date: 2013-10 . Lot number: 794896 man date: 2010-10 exp date: 2013-10 . Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received. Reporter's information was added. Updated event pelvic pain, abdominal pain lower, back pain from unknown to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / other injury(ies) or complication please describe: physical pain/pelvic pain"), sarcoidosis ("autoimmune disorder - type of disorder: sarcoidosis") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure (batch no. 794895, 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 1996, umbilical hernia, endometriosis (laser ablation), pelvic adhesions, polycystic ovarian syndrome, appendix disorder nos, gallbladder operation, polycystic ovary, uterine leiomyoma, parity 1, cholecystectomy, appendectomy, foot surgery, umbilical hernia repair, fitz-hugh-curtis syndrome, bronchitis, gerd, rhinitis, chronic cervicitis, sarcoidosis, nausea, vomiting, abnormal sensation in eye, myopia, astigmatism, dyspnea, pain ankle and hiatal hernia repair. Previously administered products included for an unreported indication: toradol, lortab and valium. Concurrent conditions included obesity, uterine leiomyoma, endometrioma, gravida I, ovarian mass, breast lump, uterine enlargement, menses irregular with excessive bleeding, abdominal pain, dysphagia, cough, insomnia, palpitation, enlargement of lymph nodes, lymphadenopathy and benign ovarian cyst. Concomitant products included amoxicillin since (B)(6) 2014, azithromycin since (B)(6) 2016, budesonide (pulmicort), carisoprodol since (B)(6) 2016, cefalexin (cephalexin), cetirizine hydrochloride (cetrizine) from (B)(6) 2014 to (B)(6) 2014, citalopram, cyclobenzaprine since (B)(6) 2014, diazepam, doxycycline hyclate, hydrocodone since 2016, ibuprofen since 2015, intrauterine contraceptive device (paragard), levofloxacin since (B)(6) 2014, loratadine since (B)(6) 2015, meloxicam since (B)(6) 2014, naproxen since (B)(6) 2014, omeprazole, omeprazole from (B)(6) 2014to (B)(6) 2015, phenoxymethylpenicillin potassium (penicillin vk) since (B)(6) 2016, salbutamol and tramadol from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"), 3 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In m(B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2011, the patient experienced anxiety ("emotional anguish"). In 2011, the patient experienced vaginal infection ("infection (bladder / urinary tract / vaginal)- type: chronic vaginal infections") and pain ("physical pain"). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions - type: rashes") and pruritus ("rashes or skin conditions - type: itching/ patchy spots that itch"). In 2013, the patient experienced dyspnoea ("shortness of breath") and cough ("chronic cough"). On (B)(6) 2013, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision / vision/eye problems type: blurry vision") and vitreous floaters ("floaters / vision/eye problems type: floaters "). In 2014, the patient experienced abdominal pain ("abdominal pain/abdominal pain right side") and lymphadenopathy ("adenopathy"). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2016, the patient experienced abdominal mass ("abdominoplvic mass") and pelvic mass ("abdominoplvic mass"). On an unknown date, the patient experienced adenomyosis ("uterine endometriosis"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with mometasone furoate (asmanex), prednisone and surgery (total hysterectomy; left salpingo-oopherectomy; right bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and pain was resolving, the sarcoidosis, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, adenomyosis, vaginal infection, vaginal discharge, rash, pruritus, fatigue, weight increased, weight decreased, vision blurred, vitreous floaters, vaginal haemorrhage, menorrhagia, migraine, headache, anxiety, dyspnoea, cough, abdominal pain, lymphadenopathy, abdominal mass and pelvic mass outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal mass, abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, autoimmune disorder, back pain, cough, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, lymphadenopathy, menorrhagia, migraine, pain, pelvic mass, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 3 coils were seen after placement. Current weight 193 lbs. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - in 2014: to determine cause of sob and cough. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes; on (B)(6) 2011: satisfactory position of the essure devices. The fallopian tubes are occluded.; on (B)(6) 2011: total bilateral occlusion. X-ray - in 2014: to determine cause of sob and cough. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis, pelvic adhesions, back pain, blurred vision, floaters, headaches, fatigue, weight loss, weight gain. Lot number: 794895 man date: 2010-10 exp date: 2013-10. Lot number: 794896 man date: 2010-10 exp date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received. Events per pfs: shortness of breath, chronic cough, abdominal pain, adenopathy, abdominopelvic mass were added. Laboratory data was added, concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and sarcoidosis ("sarcoidosis") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), adenomyosis ("uterine endometriosis"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and left oophorectomy on 08-(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sarcoidosis, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, adenomyosis, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, pruritus, rash, sarcoidosis, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.